Event description:
Ccm device was placed in me and within 3 months the leads shorted causing severe pain and shocks. They turned off 1 lead and within weeks the device itself started shorting, causing dilation of veins and uncontrolled muscle spasms.